Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. Upon x-ray, a dislodgement was confirmed. A lead revision procedure was performed and after multiple attempts to reposition the lead, it was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was discarded after the procedure and will not be returned. If additional information is received, this report will be updated.